Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior tibial artery (ata). A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient. No patient complications were reported and the patient's status was good.